Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient fell off a horse and broke his femoral stem. A revision was performed to remove damaged component.

Manufacturer narrative:
An event regarding alleged crack/fracture involving an unknown exeter stem was reported. The event was confirmed. Device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿on (B)(6) 2010 he underwent a revision left total hip arthroplasty to a constrained liner for a diagnosis of left total hip arthroplasty instability. The operative report describes general anesthesia and the use of the previous posterior approach. The report notes, "... History of left tha following orif of acetabulum ... Approximately 2002 ... Immediate post-op three episodes of dislocation ... Did well for nine years ... Then three dislocations". The report further states, "... Found to be poly wear on posterior aspect of liner ... Changed to a 28 head and a constrained liner ... It does impinge at approximately 30° of internal rotation. ¿uncomplicated surgery was described.¿ ¿on (B)(6) 2017 a revision of the left total hip was performed for which no operative report is available. The event description states, "patient fell off a horse and broke his femoral stem." ¿x-ray printout available for review is of two undated ap's of the left hip demonstrating a hybrid total hip arthroplasty with a reduced constrained liner, a pelvic plate and screws from a previous fracture: fixation, and a transverse fracture of the femoral stem approximately 60% distal and with a loose proximal fragment displaced into varus.¿ ¿there are two specimen photographs of an explanted proximal stem fragment and a head reduced into a constrained liner.¿ ¿no clinical or past medical history, no primary or second revision operative reports, no examination of the explanted components, and no dated serial x-rays prior to the stem fracture are available.¿ ¿in this large male patient, loss of cement :fixation proximally resulted in cyclic loading at the junction of the loose proximal stem with the well-fixed distal stem leading to inevitable fatigue fracture at the site. Examination of the explanted stem and the: fracture surface could confirm this mechanism.¿ device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event was confirmed for a crack/fracture of an unknown exeter stem based on the clinician¿s review. The root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided for review. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient fell off a horse and broke his femoral stem. A revision was performed to remove damaged component.